Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on available information, a cause for the reported difficult positioning and single leaflet device attachment (slda) is due to patient anatomy. The cause of the reported entrapment of the device cannot be determined. It is possible that the user technique contributed to the reported issue. However, this cannot be confirmed. The reported medical intervention was a result of case-specific circumstances, as the clip was implanted at an unintended location (leaflets and chordae).there is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip entrapment, single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted cleft like indentation in the posterior mitral leaflet (pml), and thin/short pml. The steerable guide catheter was advanced to the mitral valve, and first clip was successfully deployed. Then a second clip delivery system (cds 10916r190) was advanced to the mitral valve to further reduce mr. However, the pml was extremely difficult to grasp. Some minor manipulations were performed under the valve, but the clip was unable to grasp both leaflets. Therefore, the cds was to be removed, but the clip became stuck under the valve despite maneuvering. Therefore, a decision was made to position the clip to grasp. The clip was able to grasp the leaflets, but insertion of the pml could not be confirmed. The clip was deployed and appeared stable. Then a decision was made to close the atrial septal defect due to a bi-directional shunt. During preparation, mobility was observed on flouro. Apparently, the second clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to the cleft like indentation and thin leaflet. Since mr remained the same and the clip remained secure on the anterior leaflet, a third clip was not attempted to be deployed. Two clips were implanted, reducing mr to 1-2. There were no clinically significant delay in the procedure. No additional information was provided.